Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels of 498 mg/dl during troubleshooting for an insulin flow blocked alarm. The customer did not report any symptoms. The customer treated with a bolus from the insulin pump. The caller declined to troubleshoot for the high reading. Nothing was replaced or returned for analysis.